Manufacturer narrative:
Reported events of oversensing and no pacing were not confirmed. The device voltage was above elective replacement indicator (eri) level upon receipt. Visual inspection found no anomaly on the header related to the field concern. Analysis of the device image indicated device was within normal range of operation. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Analysis performed, including output verification found no anomaly contributing to reported events of oversensing and no pacing.

Event description:
Additional information was received indicating loss of pacing was noted after the reprogramming. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Event description:
It was reported that the patient experienced dizziness and low blood pressure during autocapture. Abbott technical support was contacted, device records were reviewed, and the autocapture was noted to be functioning as programmed. The physician suspected the intermittent low blood pressure resulting in dizziness was due to the autocapture testing. The device was reprogrammed to resolve the event. The patient was in stable condition.